Manufacturer narrative:
(B)(6).

Event description:
Information was received that the display backlight is too low on a smiths medical multiparameter monitor. No patient injury reported.

Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, it was found to be in good physical condition. The device was powered on, and the reported customer complaint was confirmed. The cause of issue was determined to be the parallel capacitors on the converter board were shorted.